Event description:
Tip of instrument broken off. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual inspection revealed the break plane shows a homogenous structure, which points to excellent material quality. In retrospect the exact damage process cannot be determined without further information. It is possible that several mechanical excessive forces surpassed the weight limit of the material and thus led to the material breakage, exhaustion break of the distractor tip. This complaint has been determined to be indeterminate. (B)(6).